Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was experiencing stimulation in the wrong location; this was considered a sudden change in therapy/symptoms. The patient was adjusted the week prior to (B)(6) 2016, but in the past four days, she was not feeling stimulation where she needed it. It was noted that the healthcare professional's office instructed the patient to contact a manufacturer representative for another appointment for adjustment. Follow up information was requested to determine event cause, event outcome, and steps taken to resolve the reported issues. Additional information received from the manufacturer representative reported that the patient was seen for reprogramming on (B)(6) 2016. It was further reported that patient had better coverage and the device was functioning as expected. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.